Event description:
An asp account executive reported a customer who was complaining of fumes from cidex opa and reported human reactions. The customer reported that there might be thirty or more employees that were affected. The evening staff and the night staff are having more issues than the day staff. He reported they changed the diffuser over the air conditioning unit, so they could get more air in the room. They found a floor drain in the room and it was flushed to remove any fumes from the drain. It was reported that they were working on the room ventilation. He reported also that they have discovered small spill under a unit and it was cleaned up. This was when they discovered the drain area. The customer reported that 30 or more employees experienced red eyes, runny nose, and nausea. The employee sought medical attention and received allergy medicine. The employee's symptoms were reported to resolve within one day. He reported that he was wearing face mask, gown and gloves. Per account executive, cidex opa was being used with a custom ultrasonics (cu) reprocessor and a cu technician serviced the facility. It was also reported that he room was not properly ventilated.

Manufacturer narrative:
Reference mdrs: 2084725-2008-00614, 00615, 00616, 00617, 00618, 00619, 00620, 00621, 00622, 00623, 00624, 00625, 00626, 00627, 00628, 00629, 00630, 00631, 00632, 00633, 00634, 00635, 00636, 00637, 00638, 00639, 00640, 00641, and 00642.